Event description:
A medtronic representative reported that a patient developed a blister on the forehead where the env head tracker silicone pad was placed during a functional endoscopic sinus surgery (fess). It was noted it was a closed blister with no open skin, only slightly red. The surgeon completed the procedure with the use of the navigation system. This event was reported to the medtronic representative 8 days after the date of the surgery.

Manufacturer narrative:
Corrected brand name, catalog number, and 510(k) number. Provided lot number and manufacture date.

Manufacturer narrative:
Patient identifier and weight not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect device not returned to manufacturer for evaluation.